Manufacturer narrative:
Based on the inspection of the retrieved m6-c, in conjunction with the clinical data and images provided, the device had not failed mechanically at the time of removal; however, some in vivo damage was evident. Specifically, the device had not collapsed and the endplates were not in contact; however, fraying was present on the visible portion of the fiber construct, which may have contributed to the reported osteolytic lesions. Destructive examination of the inner surfaces of the device is needed to examine the integrity of the inner portion of the fiber construct and the core. Microbiology results were not provided, therefore it is unclear if infection was suspected or confirmed, which may have contributed to the observed osteolysis. Therefore, while the device did not appear to have failed mechanically, in vivo damage to the fiber construct and an osteolytic reaction to wear debris was likely. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. Rmf 0003 rev 38 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 38 line 12.20. - migration/loosening, acute requiring additional surgery, with explantation, involving patient with only a single level m6-c.

Event description:
Information provided states that patient had m6-c cdl-627 device removed "osteolysis and mechanical loosening". Devcie was returned for investigation.

Manufacturer narrative:
The device was not returned for investigation. Limited information was provided. Additional information and return of device has been requested.

Event description:
Information provided states that patient had m6-c cdl-627 device removed "osteolysis and mechanical loosening".